Event description:
Caller alleged discrepant results with the meter. Results as follows: dates: (B)(6) 2012, 1st inratio: 7.5. Date: (B)(6) 2012, 1st inratio: 2.8, 2nd inratio: >7.5. Pt skipped his dose for two days. Pt stated that has been testing long enough that he knows how to dose himself; he did not consult a doctor. Meter's memory revealed the following results: (dates were off by a day or two in patient's meter). Date: (B)(6) 2011, inratio: 7.5; date: (B)(6) 2011, inratio: 1.5; date: (B)(6) 2012, inratio: 2.9; date: (B)(6) 2012, inratio: >7.5; date: (B)(6) 2012, inratio: 7.5.